Event description:
It was reported via repair work order that the fowler would not stay up and drifts due to a fowler clutch malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to perform repair.